Event description:
Vns patient experienced complications with infection following vns therapy system replaement surgery and that the replacement vns therapy system was subsequently explanted product analysis results willnot change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed.